Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the distal tip was missing from the catheter and was not returned. The core wire break was located 2.4cm from the distal end of the catheter, indicating that approximately 2.3cm of the core wire detached with the distal tip. The core wire was puncturing through the catheter at the location of the detachment. The distal end of the outer catheter and inner catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Functional/performance evaluation: functional testing could not be performed due to the condition of which the device was returned. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The investigation is confirmed for a puncture in the outer catheter, as the core wire was puncturing through the outer catheter at the location of the detachment. Per the reported event details, the activation was activated for 7 or more minutes. The crosser catheter IFU (instructions for use) states "do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator." As such it is possible that activating the crosser beyond the recommended 5 minutes contributed to the tip detachment. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the crosser instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after seven minutes of activation treating in-stent restenosis in the sfa, the recanalization catheter could not cross the lesion. The health care provider reported the recanalization catheter was removed, and a pta balloon was used to complete the procedure. The hcp further reported that following the pta treatment, the distal tip of the recanalization catheter was identified to be detached and remained in the popliteal artery. There was reportedly good blood flow noted, therefore, no attempts to remove the distal tip of the recanalization catheter. There was no known impact or consequence to the patient.